Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced but was confirmed through a review of the device event history log. The motor, bearings, and gears were replaced.